Event description:
Investigation results completed on a smiths medial ambulatory infusion pumps/cadd solis vip pumps - 2120.

Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps. The customer alarm was verfied during testing and inspection error code 44510. Event log however did not reveal this. As preventative messures, the micropressor board was replaced. Pump was in overall good condtion and passed all testing once repaired.

Event description:
Information was received indicating that during bench testing, a smiths medical cadd solis vip pump exhibited "lec44510". No patient was involved. No adverse effects were reported.